Manufacturer narrative:
The actual device was returned to the philips authorized repair facility where the technician found the mx40 telemetry device had sound but the volume was very low. There were speaker malfunction error messages at the pic station and on the telemetry device. Based on the results from the evaluation, it is determined that the device failed to meet specifications due to a defective speaker.

Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the telemetry device displays a speaker malfunction error. Biomed was unsure if the device has audible sound. The device was not in use on a patient at the time of event, there was no patient involvement.